Manufacturer narrative:
The bed¿s inspection conducted following the event by the arjo technician did not reveal the bed malfunction. The customer's allegation about the side rail malfunction was not confirmed. During the device inspection conducted by the arjo technician, no issue with the side rail locking mechanism was found (it operated correctly). The instruction for use for citadel plus bed frame (IFU, 831.374_en) includes below information: ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ "prior to engaging any mattress turn feature, make sure that bed frame has side rails and that all side rails are fully engaged in their full upright and locked position.¿ additionally, according to the IFU, the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. To sum up, the device had no malfunction that caused the patient¿s fall. As the event was unwitnessed and the patient was not able to explain the fall, the clear scenario of the patient's fall remains unknown. The exact cause is not possible to be identified. The citadel plus bed frame was in use when the left side rail unexpectedly opened, therefore the arjo device played a role in the event. During the bed frame evaluation, no bed malfunction was found, the device met its specification. The complaint was assessed as reportable due to the indication about the side rail disengaging during use resulting in the patient's fall.

Event description:
It was claimed that a patient fell out from the citadel plus bed. The customer stated that the patient might have pushed against a side rail, resulting in its releasing. Hovever, the event was unwitnessed. No injury was reported. Allegedly, the side rails were used during the event. The bed¿s inspection conducted by the arjo technician did not reveal the bed malfunction. The side rails locked correctly in the upright position.